Event description:
Complainant alleged that during the transport of a pt (age and gender unk) to the hospital, the unit lost the pt's ECG trace and then the device shut down. The medics then turned the device off/on and the device powered on. The medics were able to successfully monitor the pt for the remainder of the transport. After the pt's arrival at the hospital's ICU department, the medics again attempted to monitor the pt, but the device would not power up. The medics changed the device battery, and the unit still would not power up. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.